Manufacturer narrative:
It was reported that revision surgery was performed on the patient¿s hip. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the historical complaints data for the cup and head was performed. Using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product. No other similar complaints were identified for the cup or head. A search was also performed using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe of 12 months prior to the date in which the incident was reported. No other similar complaints were found for the cup or head. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed for the cup and head. No additional risks were identified as result of the reported event and no further actions are required at this time. A review of escalation actions related to the products and similar complaints was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No medical information could be reviewed as smith and nephew has not received the device/ adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without additional information we cannot further investigate or confirm the reported complaint. The investigation remains inconclusive, and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective or preventative action is not indicated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a thr surgery had been performed on (B)(6) 2021, the patient experienced femoral head 48mm fracture. This adverse event was solved by a revision surgery on (B)(6) 2021, in which the femoral head 48mm and acetabular cup hap size 48/54 were explanted. Current health status of patient is unknown.